Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged into the patient's atrium. This resulted in oversensing and pacing inhibition greater than two sends. The patient was also noted to be in complete heart block. The rv lead was reprogrammed, but as the observations persisted, the rv lead was explanted and replaced. No additional adverse patient effects were reported.